Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.

Event description:
The manufacturer received information alleging an issue related to a bipap s/t c series device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer became aware of a bipap device stating that the patient has passed away and that there is no allegation that the device has contributed to the death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In the previously submitted follow-up report, section h10 was incorrectly stated as "upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event." Please disregard the previous section h10. After further investigation, it has been determined that it is a reportable event.